Manufacturer narrative:
The complaint is confirmed, cause unk. The lot# of the device is unk, therefore, its age cannot be conclusively determined. The 000150 springtip guidewire is sold as a reusable device. The lifespan of the device is not indefinite, however, and repeated uses of the device and subsequent reprocessing can weaken the solder joints in the spring tip. The IFU for the device instructs the user to inspect the device prior to use to ascertain suitability for use. The user reported that the device was inspected prior to use and found to be damaged. The device was not used on a pt. The evidence suggests that the device had exceeded its useful lifespan. No CAPA required as the complaint has not been confirmed as mfg related. No DHR review can be done without a valid lot# (lot# of the device is unk). The device was not used on a pt once the tip detached.

Event description:
Per co rep: dr went to use the device and noticed that the tip was broken. The device was not used on a pt. (No pt harm).